Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® blood collection tubes buffered sodium citrate 0.3 ml - 0.109 m reported erroneous results. The following information was provided by the initial reporter: "I met mrs. (B)(6), biologist at (B)(6), among others for the follow-up of the tests of the new citrate cap. She carried out tests in parallel with tube 363048, lot 0058547 (old cap) and tube 364305 lot 0175696 (new cap). The results are ok on pt and fibrinogen but discordant for high ptt values. Sampling began in the emergency department (bd catheter sampling at insertion) and continued in the resuscitation department (arterial catheter sampling) in order to have patients with high values."

Event description:
It was reported that bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m reported erroneous results. The following information was provided by the initial reporter: "I met mrs. Laurie schuppe, biologist at the ch of perpignan, among others for the follow-up of the tests of the new citrate cap. She carried out tests in parallel with tube 363048 lot 0058547 (old cap) and tube 364305 lot 0175696 (new cap). The results are ok on pt and fibrinogen but discordant for high ptt values. Sampling began in the emergency department (bd catheter sampling at insertion) and continued in the resuscitation department (arterial catheter sampling) in order to have patients with high values.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-09-09. H6: investigation summary. Bd received 10 samples for the investigation. 5 samples were sent for investigation. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, erroneous results, because the defect was not evident in the testing of the customer lot samples. Evaluations of samples tested were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to confirm this complaint for erroneous results. Bd was not able to identify a root cause for the indicated failure mode.